Event description:
During a laparoscopic hernia repair procedure, it was reported by the affiliate that the staples would not release. There was no pt consequence.

Manufacturer narrative:
H6; code 100: dry fired. Visual inspections and results: head rotates: ab)yes. Nose shroud cracked/broken: ab)yes. Staples in nose: a)5 b)4 twisted. Staples in the track: ab)yes. Trigger engaged with precock: ab)yes. Functional tests and results: cycled instrument: ab)yes. Analysis conclusion: a)it was concluded that the instrument may have been dry fired causing the staple to jam between the holder and the back of the anvil. The instrument was received with 5 staples jammed in the cartridge nose and with a broken cartridge nose weld. The 5 jammed staples were removed from the cartridge nose, of which 1 was formed from being dry fired. The instrument then fired and properly formed 10 staples without incident before jamming again due to the broken nose weld. It was concluded that the instrument had been dry fired and refired continuously, causing the staples to jam in the nose and the subsequent breakage of the cartridge nose. B) it was concluded that the reported incident during surgery may have been due to a staple jam in the cartridge nose. The instrument was received with 4 twisted staples jammed in the cartridge nose, which were removed, and the instrument then fired the remaining 18 staples without incident. No conclusion could be reached how the staples had become jammed in the nose. A) the instrument is not designed to be fired while not in tissue or a gauze simulation of tissue. Once the staple is formed, there is no media to pull the staple out of the tip of the instrument. B) each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly. The instrument's staples may become twisted within the cartridge track and/or the cartridge nose if the instrument sustains a blunt trauma.